Event description:
Report received of leakage at the clave y-site causing bleed back. The plum set was in use delivering d5. 45ns at 75cc/hr via plum xlm pump. An unspecified secondary set was connected to the distal clave port to infuse 12cc of an unspecified antibiotic infusion it would not infuse". The nurse disconnected the syringe tubing set from the distal clave port and connected the syringe to the secondary port of the cassette and the infusion was started. Approximately one hour later, the nurse returned to the patient's room and found blood leaking from the distal clave port. It was reported that "a circle of blood" approximately 10 inches in diameter was noted on the patient's sheets. Upon investigation, the nurse found the inner portion of the clave port was missing. The customer stated the clave port had not been accessed prior to the attempt to deliver the antibiotic via the syringe pump. The patient did not experience any adverse effects and no medical intervention was required. Though requested no additional information was available.